Event description:
Hill-rom received a report from the account stating that the nurse call was not functioning. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as compliant # (B)(4).

Manufacturer narrative:
The hill rom tech found the communication cable damaged. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.